Manufacturer narrative:
Submit date: 4/5/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer states that during use on a patient, the alarm did not occur after feeding. No patient harm.

Manufacturer narrative:
Device brand name has been updated from unknown enteral feeding pump to jp kangaroo joey pump x1. Device has been updated from unknown enteral feeding to reflect item code and catalog number 983400. The lot number has been updated to reflect b1400414.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the alarm did not occur after feeding.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.